Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump sometimes had grinding noise while rewinding. Customer stated insulin pump had insulin flow blocked alerts even after site change. There was loss of communication between insulin pump and transmitter. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
S/w version 4.11e retainer ring - black customer returned pump for alleged drive/motor anomaly, audio/vibrate anomaly, insulin flow block error, trouble connecting with transmitter and rewind anomaly found on (B)(6) 2021.pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Test p-cap locked into the reservoir tube successfully. No unexpected insulin flow blocked alarms noted during testing. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. No rewind anomalies noted during testing. The electronic assemblies were inspected and no anomalies noted on the electronic/motor assembly. Pump connected to the transmitter successfully. Unit successfully downloaded to thus and carelink. Confirmed several pump alarm insulin flow blocked alarm on (B)(6) 2021 at 7:32 and 7:35, as well as on (B)(6) 2021 at 7:26 and (B)(6) 2021 at 8:57, 9:00, 9:01 and 9:02 in the pump downloaded history. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), battery tube threads - cracked and minor scratches on lcd window.in summary customers alleged drive/motor anomaly, audio/vibrate anomaly, insulin flow blocked, transmitter not connecting and rewind anomaly was not confirmed. Pump passed full dry test and motor/electronic assembly was inspected. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.